Event description:
It was reported that cgm displayed malfunction error and customer experienced issue with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, completed reset with guidance, confirmed malfunction error did not recur, and successfully started new sensor session.